Event description:
It was reported that during a gastric bypass the device was connected and it did not work. The material was not even used. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2024. D4 batch #: t9371j. Additional information was requested and the following was obtained: 1. Did the generator display any error messages and if so, what were they? Yes, the generator display the error massage ¿reconnect the hand piece¿. Although it was already connected, and during the initial calibration test, this message appeared. 2. Did the device pass the pre-test? No, the device did not respond during the initial calibration process, the power button did not initiate the calibration sequence. 3. Had the device been working and then stopped? No, the device did not pass the initial calibration, therefore it was replaced, and then, another hand piece was installed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The handpiece was disassembled to verify the condition of the internal components, and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality.